Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported system error 322 was verified through a review of the event history log by the presence of multiple events of system error 322. The reported symptom was reproduced during evaluation. Evaluation revealed that the cause was a failed lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.